Manufacturer narrative:
The event unit was returned for evaluation. Engineering was able to confirm the customer experience of trigger sticking and the grip coming out. The root cause of the customer experience is inherent design flaw. Applied medical has updated the design of this product to address these issues and no product from the old design remains in the field. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Carcinomatosis gastrectomy - "reactivate error appeared and would not allow the device to reactivate. Pressing the activate button did nothing. The plug was removed and reconnected and the error was fixed. This happened twice. The trigger got stuck at one point and had to be jiggled to come free. The handle insert also came out easily and unintentionally. S/n: (B)(4). Cpt: mb411." Patient status - fine.